Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone number: (B)(6). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the unit does not work anymore. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the unit has been verified and remedied using the functional test and it was found insulation resistance of the motor as outside tolerance, it had a short circuit in the motor and it was replaced. The preventive maintenance was performed thus the replacement of o-rings. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified an electrical failure identified in the motor causing that the resistance was outside tolerance. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12-18-2018 and passed all functional testing before being returned to the customer. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the micro tornado hp w hand control didn¿t worked anymore. No patient consequence and no surgical delay was reported. No additional information was provided.